Event description:
In 2003, a apc-60 processing disposable accessory whole blood chamber cracked and separated from the pd body during centrifugation. A small amount of blood spilled into the enclosed centrifuge chamber. The spilled blood was contained within the sealed centrifuge chamber. No injury resulted from this incident this incident did not result in an exposure as defined by osha. The centrifuge was returned to harvest. The actual process disposable was discarded and the lot number is unk. An investigation found that blood was in the centrifuge chamber. There was an indication that a process disposable had at one time not been fully seated into the centrifuge and scraped the top window as it rotated. However, that event appears not related to this reported incident. The centrifuge otherwise appeared and functioned normally.